Event description:
It was reported that the patient's generator was unable to be interrogated due to battery depletion and that the physician could feel a kink in the lead. The patient was also experiencing an increase in seizures which began roughly 4 weeks ago and are above pre-vns baseline. Per the physician, the only manipulation of the lead was done by himself. The increase in seizures is likely due to battery depletion. No additional relevant information has occurred to date. Surgery has not occurred to date.

Manufacturer narrative:
The initial report inadvertently left out the information that the patient's generator could later be interrogated and that the patient had ample battery life remaining and system diagnostics were within normal limits.

Event description:
Additional information was received reporting the physician was later able to interrogate the generator by changing out the battery in his programming wand. The implanted vns generator battery was said to have ample battery life and system diagnostics were within normal limits. Further information from the physician reported that the vns was not the cause of the increase in seizures. The physician had originally referred the patient for replacement due to being unable to interrogate, but the referral for this incident was canceled as the generator was working normally. No additional relevant information has been received to date.